Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -13.00 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/30.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens to have no visible damage. No similar complaints were reported for units within the same lot. (B)(4). The anterior endothelium chamber depth (acd) is below 3.0mm per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. (B)(4).